Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, after the implant surgery of this artificial urinary sphincter (aus), the patient experienced bleeding, which eventually created scarring around the pump. A surgical procedure was performed to remove and replaced the pump. There were no additional patient complications reported and no device issues were identified.